Event description:
It was reported that during testing by the customer at the user facility, the top of the device came off. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.